Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. Therefore, attribution of the issue to the device could not be determined. (B)(4).

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent. After an unspecified length of time in use, it was reported "the spike broke" and an unspecified volume of chemotherapeutic agent leaked. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse effects to the patient. No reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information ws provided.